Manufacturer narrative:
Omsc investigated the second device and found as follows; the distal end of the probe was deformed. The grasping side of the probe was discolored. The coating of the probe was partially missing. The tissue pad of the grasping section was worn. The coating of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). And it was also known that the coating of the grasping section was damaged when user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device has already warned as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. *if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During the unspecified laparoscopic spleen therapy, three devices were used. In the procedure, the tip of the probe of the first device fell off to the outside of the patient's body. The first device was replaced to the second one, and the procedure was continued. The probe of the second device bent. The second device was replaced to the third one, and the procedure was continued. The intended procedure was completed with the third device. The user explained that these devices were used for calcified tissue. There was no patient injury reported. The second device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on (B)(6) 2018, and found that the coating of the probe was partially missing, and the coating of the grasping section was partially missing. This is the report regarding the missing of the probe coating and the grasping section coating of the second device.